Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent a flow rate accuracy test by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over-infused. During an infusion of ¿insulin¿, the ¿entire bag of insulin being infused into a patient¿ (it was not reported the size of the bag nor was it reported how quickly the bag infused). Reportedly, the over-infusion was ¿recognized immediately, and care was rendered¿ (treatment not further specified). No further information was available at the time of this report.

Manufacturer narrative:
Additional information: a2, a3a, a4, a5, a6, b3, b5, d10 (date) and h10. B5: upon additional information, the patient was transferred to the intensive care unit (ICU) from the emergency department (ed) on the insulin drip which started at 14:02. During the transfer, the accepting ICU nurse noted the bag had a "decent amount of fluid." At 15:15 the nurse entered the patient's room due to an air in line alarm. The insulin bag was found to be "completely empty." The ed nurse stated they wasted about 30 ml during priming. The clinicians monitored the patient by checking the balloon gastrostomy tubes every 15 minutes and given prophylactic dose of d50 per the physician. H11: should additional relevant information become available, a supplemental report will be submitted.